Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation and proximal coil were damaged between 17.3 cm and 20.1 cm from the connector pin. The distal insulation was damaged at 18 cm from the connector pin. An electrical short was noted between the coils due to the damaged insulations. The damages found were sustained as a result of rib-clavicle crush.

Event description:
It was reported that the atrial lead exhibited low impedance of 290 ohms to 350 ohms. The lead was explanted and replaced. Post explant clavicular crush damage was noted and the insulation was ruptured.